Manufacturer narrative:
(B)(4). (UDI): n/a. Concomitant medical products: catalog #: unknown, humeral stem, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital will not return the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05387. Requested but not returned by hospital.

Event description:
It was reported the patient underwent an initial shoulder anthroplasty approximately two (2) years ago. Subsequently, the patient has been revised due to disassociation and metalosis.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.